Event description:
Mentor silicone moderate plus implants removed and both found to be leaking. Silent rupture was noted and has likely caused neuropathy, muscle pain, joint pain, firmness around implant, etc. Multiple specialist sought for these medical issues with no explanation for the last 4 years. Reference report: mw5161470.